Event description:
During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensory assembly was replaced to address the issue. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. Additional findings not related to the malfunction/issue include replacement of missing rubber feet and the brass screw boss mounts for the flow sensor assembly in the rear case were damaged by assembler error. The rear case enclosure with seam gasket was replaced.